Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
This report is for 2 of the 4 cartridges.

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that he has ongoing issues of cartridges scratching intraocular lenses (iol). There is no reported patient impact. Additional information was requested. There are four medical device reports associated with this report for unknown cartridge lot numbers. This report is for 1 of the 4 cartridges. A previous medical device report was submitted under mfg report number 1119421-2019-00368.